Manufacturer narrative:
This report is submitted on 7 january 2021.

Manufacturer narrative:
This report is submitted on december 7, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020. Additional information has been requested but has not been made available as of the date of this report.